Event description:
It was reported that during a hand assisted nephrectomy procedure, the device with a white reload would cut but not staple on the hilum. There were no patient consequences. Case completed with another device and vascular reload of the same product code. They also used a harmonic to control bleeding and hemoloc clips.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: what firing of the device did the event occur? 1st. What other color cartridges were used before and after this event? No other cartridges before and none after. Was buttressing material utilized? If so, which product? No buttressing. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No noises heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the integrity of the internal components and no abnormalities were noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.